Manufacturer narrative:
The lot history records were reviewed and the products of this lot were found to have met all specifications prior to shipment. The sample will not be released by the user facility, therefore no product eval could be performed. Based on the info received, the results are inconclusive and the root cause of the event is unknown.

Event description:
It was reported that during a procedure, the needle broke off in pt at the hub requiring manual extraction of the needle from the pt.